Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. We were unable to verify audio/beep, or button/keypad anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had moisture damage and unresponsive keypad. The customer states they had audio beep anomaly. The customer states they also had issues with blank display. The customer states the pump was exposed to sweat. The customer's blood glucose level at the time of incident was 139mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.